Manufacturer narrative:
The insulin pump was received with intermittent button response due to an unlocked lcd connector. No button error alarm was noted. The following physical damage was found: minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the up and down buttons on her insulin pump became completely unresponsive. Her pump also alarmed with a button error. The patient's blood glucose at the time of incident was 57 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was digging ditches yesterday and that the pump may have been exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.